Event description:
On (B)(6) 2011: customer reports via phone that during a ureteroscopy on a male patient under anesthesia the fluoro failed. Staff had to move patient to another room and complete the procedure using a portable fluoro c-arm. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found there was no fluoro when the foot control was pressed. When fse reset power to the generator, the system functioned properly. Fse monitored system for a few days, returning to site on (B)(4)-2011 and verified there were no further problems with the system. Fse completed system checkout using service checklist qssrwi4.1 and returned the system to full service.